Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider and a manufacturer representative reported that the patient had been hospitalized for a stroke since being implanted on (B)(6) 2016. The patient was implanted for peripheral neuropathy, spinal pain, and phantom limb pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the consumer was at her adaptivestim appointment and getting good coverage from her system. The representative had no further information regarding the consumer's stroke.

Event description:
Additional information was received from the manufacturer representative via a consumer. It was reported that the patient's son called and gave a post-operative appointment of (B)(6) 2016. It was noted that the patient had been able to charge her implantable pulse generator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.